Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope, panasonic dmc tz8 digital camera, mitutoyo cd-15ppx digital caliper. In the first step we made a visual inspection of the instrument, especially the tips of the measuring pins. Here we found no abnormalities or damages like bending, dents or burrs. In the next step we measured the diameter of the measureing pins. According to the drawing, the diameter of the pin must be 4.75mm. Both pins are within their specification. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: for the described problem, the relevant dimensions of the instrument are within the specifications. Furthermore there is no damages, like bending or burrs visible. Without further knowledge about the circumstances, we assume, that the insert of the concerned screw was loosened during screwing the screw into the pedicle. During the measuring with the complained instrument, the loosened insert got stuck at the tip of the rod caliper. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the s4 element mis rod caliper during surgery. On (B)(6) 2018, the patient underwent a lumbar fusion. When the surgeon placed the rod caliper in the down tube to measure rod length, it would not come out. The surgeon eventually used a mallet to remove it, and then the saddle from the screw came out with it. The tip of the rod caliper had lodged into the female part of the saddle, and that part of the screw came out with the caliper. A five minute delay in surgery was noted. There was no injury to the patient and no additional medical intervention required. Additional details regarding clarification of the event were provided on (B)(6) 2018. Details: inside the pedicle screw there is a "saddle" where the rod sits. The rod caliper got lodged into the saddle and when the surgeon pulled the caliper out, the saddle came out with it. He removed the screw and replaced it with a new screw. The caliper was not damaged and no fragments were left in the patient. There were no adverse outcomes, it took approximately 5 minutes to remove and replace the screw. This report addresses the malfunction of the rod caliper. Associated medwatches: 9610612-2018-00620.